Event description:
The device was implanted on 8/8/96 for infusion of drug through the hepatic artery. On 9/21/96, the radiologist contacted a MFR nurse and reported that he was reading a nuclear study which was done on 9/20/96 and it showed the dye accumulated in the device center chamber. The radiologist called te people involved in performing the study and was told that apparently the facility nurse had injected the center of the device instead of the device port. The radiologist stated that he was informed that the dye study was being performed to check for device function. The oncologist wanted the radiologist to check device catheter patency and position. The MFR nurse then faxed the radiologist the device port bolus instructions and went over the procedure, including all precautions. The MFR nurse also faxed the device declotting procedure, in the event that the device catheter was occluded.